Event description:
During a laparoscopic cholecystectomy, this reprocessed harmonic device would stop working and had to be re tested at least twice and then it seemed that it would not perform its function well at all from then on.